Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed failed battery after multiple battery changes and that they were unable to clear the alarm. The customer's parent stated that the sunday prior to the call, they had to use thirteen batteries and the customer had a blood glucose of 256mg/dl. The night of the call, the customer's parent stated that they used five batteries and still received a failed battery test alarm. Failed battery test troubleshooting was performed. An explanation of the alarm and possible causes was given to the customer's parent. Troubleshooting for button error/keypad anomaly was performed. The insulin pump's buttons were unresponsive and were hard to push. The customer's parent stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer's parent was also advised to clear any alarms prior to changing the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.